Event description:
It was reported that patient underwent primary hip surgery approximately 3 years ago. Revision surgery was performed on (B)(6) 2012 after the patient reportedly fell and the implant loosened. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - 3 years ago (2009), exact date unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA this is 1 of 2 mdrs relating to the same reported event. (Ref. Mdrs 3002806535-2012-00082 and 3002806535-2012-00083). (B)(4).

Manufacturer narrative:
According to the complaint form, the patient fell and loosened the implant, resulting in a revision surgery. The surgeon has requested information regarding the wear rate of the returned implants. Evaluation of the returned implants shows the outer surface of the shell has virtually no bony ingrowth into its porous coating. The articulating surface possesses a lot of scratches, particularly across one half that appears to be quite shallow and run in random directions. The articulating surface of the modular head also has numerous scratches towards the bottom, which are particularly numerous in one aspect of the component. There also appears to be a wear patch and an area of burnishing. The returned shell has evidence of two wear patches, one at the side indicating the point of articulation, and the other at the edge, which is suggestive of microseparation. The calculated volumetric wear for both the shell and head are at the lower range of what has been previously reported in the literature for metal-on-metal joints.